Event description:
Follow up information identified as the patient's ipg was removed and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in several field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As a result, the patient plans to undergo surgery.